Event description:
During routine instrument inspection upon loaner return, it was noted that the broach handle seemed "loose." In attempting to secure a broach trial, it was noted that it did not seem to lock fully. It was also noted that the "trigger" piece did not always stay secured. The event did not occur during a surgical procedure.